Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had main enhanced half height drawer 2.2 keeps failing. The field service engineer newer version latch sensor and new inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the main 2.1, 2.2 cubie drawer issue, the pockets failed, and device not connected casing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.